Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6), the patient was using a ventilator to assist breathing. During a ward round, the doctor wanted to adjust the parameters but found that the rotation button was malfunctioning, making it impossible to adjust the parameters. Immediately replace the ventilator and notify the equipment department engineer to repair it on site. Due to timely discovery, it did not have any impact on the patient. No health consequences or imp.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6), the patient was using a ventilator to assist breathing. During a ward round, the doctor wanted to adjust the parameters but found that the rotation button was malfunctioning, making it impossible to adjust the parameters. Immediately replace the ventilator and notify the equipment department engineer to repair it on site. Due to timely discovery, it did not have any impact on the patient. No health consequences or imp.